Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to corroded keypad traces. Pump passed all functional testing. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. Cracked reservoir tube, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Customer reported that the buttons had to be pressed several times to get a response. The customer did not list any significant events leading up to this issue. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.